Manufacturer narrative:
Outcomes to adverse event: a risk to the patient's health could not be excluded for these specific circumstances, since a k-wire and pedicle screw was placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the deviation of the one k-wire/pedicle screw was detected by the surgeon during the surgery, and verified with a post-placement intra-operative control CT scan before finalizing the surgery. The k-wire was corrected (re-positioned) successfully without navigation at the very same surgery. The final outcome of this surgery was successful as intended, with all screw placements correct at the end of the surgery. There was no harm or negative effect to the patient due to the deviating screw placements. Also the prolong of surgery/anesthesia (of ca. 1h) due to this issue did not cause a serious harm/effect to this patient. There were further no remedial actions necessary, done or planned for this patient. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the main root cause for the deviation of the screw placement by ca.4mm cranial and lateral from the intended position in right l4 is a combination of visibility issues with the navigation reference array and instrument array during the surgery, due to the setup and use: the setup of the navigation reference array was not ideal as it was mounted upwards and the navigated instrument was used located in between the camera and the reference array during the surgery, causing the reference array to be partly or completely obstructed by the navigated instrument, leading to temporary navigation deviations. Furthermore, insufficient visibility of the instrument array when not shown perpendicular to the camera explains the (temporary) deviations of the instrument position display. Apparently the resulting deviations were not detected by the user before the deviating k-wire and following screw placement, with the necessary accuracy verification by the user throughout the surgery. Further contributing factors, that might have added to the deviation are: a 3.2 mm navigated drill guide was used to prepare the canal for the later screw. After drilling the canal, a 1.8 mm k-wire was inserted through the drill guide into the bone. Due to the smaller diameter of the k-wire compared to the drill guide diameter, the k-wire might have followed not exactly the prepared path and caused a deviation, also e.g. Due to angulations, when protruding from the drill guide. Since the k-wire itself is not navigated, the navigation cannot compensate for such mechanical deviations. A relative movement of the vertebrae operated on (l4) in relation to the vertebra on which the reference array was attached (l5), due to a possible non-rigid connection of the bones when applying forces during the surgery, leading to a shift between the navigation display of the (pre-placement) image dataset and the actual current patient anatomy. These vertebra movements relative to the navigation reference array during e.g. Hardware placement, cannot be recognized nor compensated by the navigation system when displaying tracked instrument positions on the pre-surgery (registration) image. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Recall: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the spine for spondylolisthesis l3-s1, with intended placement of 6 k-wires and following 6 pedicle screws bilateral in vertebrae l4-s1, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 2.6. During the procedure the surgeon: positioned the patient in prone position on the or table. Attached the navigation reference array on vertebra l5. Acquired an intra-operative (pre-surgery) CT scan with automatic image registration to match the display of the navigation to the current patient anatomy. Verified the accuracy of the patient registration in the navigation and accepted the registration to proceed. Used the navigated drill guide 3.2 mm with a drill bit to open the cortical bone (pilot holes) on the left side of vertebrae l4-s1, and following the openings placed the corresponding 3 k-wires 1.8 mm through the navigated drill guide on the left side. Placed the 3 pedicle screws on the left side with a non-navigated non-brainlab screwdriver following the k-wires. Placed the 3 k-wires on the right side l4-s1, using the same procedure as above, and realized that the first screw placed on the right side following the k-wire in right l4 did not have any hold and was not stable. Removed the pedicle screw from right l4, with leaving the k-wire in place, and acquired another intra-operative CT scan to verify the placement. Determined from the verification scan, that the k-wire (and former screw placement) in right l4 deviated from the intended position by ca. 4mm towards lateral and cranial. Decided to correct the k-wire in right l4 conventionally without navigation. After correction of the right l4 k-wire, and placing the remaining 2 pedicle screws in right l5 and right s1 following the placed k-wires, performed a 3rd intra-operative CT scan to verify correctness of placements. Finalized the surgery with the last screw placement following the corrected right l4 k-wire, implemented the cage, and completed the surgery successfully as intended with all screw placements correct at the end of the surgery. According to the surgeon: the deviation of the one k-wire/pedicle screw was detected by the surgeon during the surgery, and verified with a post-placement intra-operative control CT scan before finalizing the surgery. The k-wire was corrected (re-positioned) successfully without navigation at the very same surgery. The final outcome of this surgery was successful as intended, with all screw placements correct at the end of the surgery. There was no harm or negative effect to the patient due to the deviating screw placements. Also the prolong of surgery/anesthesia (of ca. 1h) due to this issue did not cause a serious harm/effect to this patient. There were further no remedial actions necessary, done or planned for this patient. Hospitalization was not prolonged either.